Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lost to follow up patient presented in clinic. The implantable cardioverter defibrillator was unable to be interrogated. The patient has not had any surgeries or MRI since last device check in 2015. Several different programmers were used and the device could not be interrogated. No intervention was performed. No further information was available.

Manufacturer narrative:
Communication failure and premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on (B)(4) 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information on (B)(4) 2019 notes that possible battery performance alert (bpa) was observed.

Event description:
New information on (B)(4) 2019 stated the battery advisory device was explanted and replaced successfully. The patient tolerated the procedure.